Event description:
Per the clinic, the patient experienced a loss of the abutment. The abutment was replaced under a general anaesthetic on (B)(6) 2022.

Manufacturer narrative:
This report is submitted on sept 16, 2022.